Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported that they received a motor error alarm during the prime process. Once assisting the customer they were able to rewind the insulin pump. The blood glucose reading is not provided. Customer mentioned that she has been to the hospital for appointments. Customer's insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.